Event description:
Caller states that during a study, the following coaguchek xs/coaguchek s results: pt 1: 1.7 inr/2.2 inr, pt 2: 4.4 inr/3.3 inr, pt 3: 8.1 inr/6.4 inr, pt 4: 2.3 inr/1.8 inr, pt 5: 1.7 inr/2.4 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch with a1 pt for suspect device in coaguchek s system.